Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The customer's blood glucose level was 140 mg/dl. The customer reported that they had not tried all different lengths. The customer confirmed that insulin was not being reused or mixed, or was expired or denatured. The customer reported that the sites were rotated and inserted into sufficient sub q tissue. Customer stated the tubing was not bent or kinked. Customer stated they had tried all remedies. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. (B)(4).